Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 20 synergy drug-eluting stent was advanced and crossed the lesion. However, the stent was not in the intended position. Upon attempting to remove the device, the stent got dislodged. The dislodged stent was removed with a snare without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. Received for analysis was the detached stent with 2 guidewires caught on a snare device. An examination of the stent found that the stent was stretched with the stent struts misaligned. The balloon catheter was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 20 synergy drug-eluting stent was advanced and crossed the lesion. However, the stent was not in the intended position. Upon attempting to remove the device, the stent got dislodged. The dislodged stent was removed with a snare without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.